Event description:
It was reported that patient was diagnosed with an infection at the implant area and had the catheter and pump explanted in (B)(6) 2012. The reporter was unsure of the microorganism that caused the infection. The reporter stated that "the patient was treated and healed uneventfully". It was also reported that on the day of the report the patient had a new pump and catheter implanted in the buttock area. No specific patient symptoms were reported. The drug used in the pump was morphine (concentration and dose unknown). Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot#, serial#, implanted: explanted: product type: catheter, product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type: catheter, product ID 8637, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type: pump. (B)(4).